Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set was leaking. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the reporter stated that the leak occurred below the bottom white portion of the set. G1 address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device was received for evaluation. Visual inspection revealed a leak between the white covering (bushing) and the clear tubing. The reported condition was verified. The cause of the condition was due to incorrect assembly of the bushing and tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.